Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, the balloon ruptured and complete shaft fracture occurred. The lesion being treated was a non-calcified, 85% stenotic lesion in a severely tortuous bifurcated left anterior descending artery (lad). After predilation the physician deployed a taxus express2 2.75 x 24 mm drug eluting stent. However, as the balloon was being inflated a rupture occurred at 10 atms and the catheter fractured into two pieces. The pt continued to be in stable condition without any symptoms. The fractured catheter was successfully removed by using a mach1 guiding catheter and choice pt floppy guidewire. The pt was then sent to surgery for a coronary artery bypass graft surgery (CABG). No pt further complications or injuries were reported. Pt status is reported as "fine".